Event description:
It was reported that shortly after implant the right ventricular (rv) lead impedance increased to 9,999 ohms, there was oversensing, and no capture. A loose setscrew was determined to be the problem. The pocket was reopened and the setscrew tightened. The rv lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance and save to disk data shows ventricular (v) lead bad time equals (B)(6) 2012. The v impedance at implant (ohms) equals 14513 and v lifetime impedance max/min(ohms) equals 14513/5908.